Manufacturer narrative:
There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received .the reported condition by the customer could not be confirmed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition as described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Formal investigation actions being taken to address this reported condition are: a production notification was issued to all personnel to ensure that they are aware on the condition reported by the customer. The current process is running according to product specifications meeting quality acceptance criteria. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 07/18/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states the marking pen was leaking. The cap is filled with ink and when they removed the cap, the ink goes everywhere.